Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Device failure: [device failure] ([hyperglycemia]). Case description: spontaneous report received reported by a consumer as "hyperglycemia." It concerns a patient (gender: female, age: unknown) treated with novopen 3 insulin delivery device) for "device therapy." Drug used with device are humulin n / humulin r (no novo nordisk products given with the device). No medical history reported. On an unknown date, the patient experienced hyperglycemia requiring hospitalisation. At admission the blood glucose was 25 mmol/l (normal blood sugar for the patient is 14 mmol/l). The patient was guided over the phone in testing the device and function test doesn't work. No permission to contact md. The overall outcome is reported as "recovered." Reporters causality: unknown. Novo nordisk causality: unknown.